Event description:
It was reported that during implant, the right ventricular (rv) lead was difficult to maneuver into the right ventricle due to the helix inappropriately extending. The helix was not tested prior to being introduced into the patient's body. The rv lead was successfully implanted. The patient was in stable condition.